Event description:
A doctor reported a case of bilateral "staph marginal" keratitis, observed at one day post lasik treatment. Doctor reported topical steroid eye drop dosage was increased. Upon follow up, doctor indicated the reported patient issue was resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).